Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump error alarms. The customer was able to clear the alarm and able to complete rewind the insulin pump. Customer performed self test and was passed. Customer stated that after changing a battery insulin pump error alarm occurred. No harm requiring medical intervention was reported. The one insulin pump will be and other insulin pump will not be returned for analysis.